Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 71-year-old male patient for the indication of post-cardiotomy cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. The patient required advanced hemodynamic support and was managed with concurrent veno-arterial extracorporeal membrane oxygenation (va-ECMO). During impella 5.5 support, it was reported that impella connect displayed only data from the time of implant, with no current real-time data available, consistent with a data display freeze or lack of data transmission relative to the patient¿s clinical status. There was no indication that this observation resulted in interruption of impella support or hemodynamic compromise. The patient remained critically ill despite ongoing mechanical circulatory support with both impella 5.5 and va-ECMO, which may impact overall hemodynamic dynamics in the setting of severe cardiogenic shock. The patient subsequently expired while on impella 5.5 support. The death is being conservatively reported; however, the outcome is more likely attributable to the patient¿s underlying critical illness and severity of cardiogenic shock (scai stage e).